Manufacturer narrative:
Concomitant medical products: t505c23 aortic valve implanted: (B)(6) 2005.

Event description:
It was reported that the patient experienced a hematoma at the pacemaker implant site. The pocket was re-opened to drain the hematoma and the pacemaker remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.